Event description:
During the stenting to the external iliac, it was reported that a smart flex self expanding stent (6x40) could not be deployed at the site of the target lesion. The stent did not exit the deployment system at all. Additional information indicated that there was also difficulty removing the ses from the patient due to the stent in the csi. A same like product was used to complete the procedure. There was no patient injury reported. The product was stored and handled according to the IFU and inspected/prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The delivery of the ses to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the ses towards the lesion. The smart flex stent did not pass through a previously placed stent. The ses was not advanced past the lesion and then withdrawn back into the lesion prior to the attempt to deploy. The characteristics of the target vessel/lesion are unknown.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during deployment of a smart flex self-expanding stent (6x40) in the external iliac artery, it was reported that the stent did not exit the deployment system. Information indicated that there was also difficulty removing the ses from the patient due to interaction with the stent and the csi. A like product was used to complete the procedure. The product was stored and handled according to the IFU and inspected/prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The delivery of the ses to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the ses towards the lesion. The smart flex stent did not pass through a previously placed stent. The ses was not advanced past the lesion and then withdrawn back into the lesion prior to the attempt to deploy. The characteristics of the target vessel/lesion are unknown. Multiple attempts to gather further clarification have been made and have been unsuccessful. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.